Event description:
Pt underwent routine pump refill, and two hours later was brought to the hosp ER where she arrested and was put on a ventilator. The pt was treated with narcan and was off the respirator and breathing on her own at last report. The physician stated that they felt the refill was done properly and that the device must have malfunctioned. However, the initial reporter stated that the pt is extremely obese and is very difficult to fill due to the large amount of adipose tissue present over the pump, a problem that the pt's health care providers have difficulty with in the past. As of the date of this report, the device remains implanted in the pt.